Event description:
There was an allegation of questionable results from the cobas pure c 303 analytical unit. Two examples were provided. Sample 1 initial potassium result was 3.60 mmol/l, and the repeat result was 4.32 mmol/l. Sample 2 initial sodium result was 149.9 mmol/l, and the repeat result was 135.5 mmol/l.

Manufacturer narrative:
The potassium electrode lot number was dsq76. The sodium electrode lot number was dsg44. The expiration dates were not provided. The customer performed cleaning of the vacuum nozzle, dilution vessel, and ise flow path. The field service engineer replaced the dilution vessel, pinch tubing, and reference electrode. Ise checks and precision testing were acceptable. The investigation determined that the maintenance/service actions resolved the issue.